Event description:
It was reported that during an ablation procedure, the user witnessed cold pixels. It was noted that the laser power was not lowered. The user was familiar with the phenomenon and elected to continue with the ablation at 100% power. The blue pixels occurred throughout the rest of the procedure. When the user came off the pedal the blue pixels slowly dissipated but little to no growth of the thermal dose threshold (tdt) lines occurred after the blue pixels dissipated. The physician did perform a biopsy prior to the ablation procedure. The biopsy was flushed with a saline solution. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.